Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed an channel error code 358.2000, cracked on front case on the bottom in the area that holds syringes and on the top corner next to the lens, cracks on the rear case on the bottom. There was no patient involvement.